Event description:
Doctor was inserting a quad-lumen central venous catheter. The needle was inserted without a problem, but when the doctor pulled back on the syringe, an air bubble was present. The syringe was checked to see if it came loose from the inspection point. Everything appeared okay. The doctor finished the procedure. Once the needle was pulled out, staff members inspected the needle, and there appeared to be a hairline crack. Upon further inspection, the needle broke off in the doctor's hand.